Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.